Manufacturer narrative:
Please note that the following section was updated for clarification: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned ruby coil revealed that the proximal end of the introducer sheath was stretched. If the ruby coil is forcefully advanced against resistance while gripping the introducer sheath, damage such as stretching may occur. During the functional test, resistance was encountered while attempting to advance the embolization coil due to the stretched introducer sheath, and the device could not be advanced at all. Further evaluation revealed kinks in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during advancement against resistance or packaging for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a ruby coil. During the procedure, the physician experienced resistance while advancing a ruby coil within its introducer sheath. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a ruby coil. During the procedure, the physician experienced resistance while advancing a ruby coil within its introducer sheath. Subsequently, the ruby coil would not advance at all from its initial position within its introducer sheath. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.